Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the large suturecut needle driver instrument had a broken cable. The procedure was continued with no reported injury. No fragment fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use and there were no damages or anything unusual found. It was used for the first hour of operation. The instrument did not collide with any other instrument or tool during the procedure. There were no issues related to the opening/closing of the jaws. There were no issues related to the left/right motion of the jaws. There were no issues related to the up/down motion of the wrist. There was at least one cable visibly protruding from the distal end of the instrument. It is unknown if the protruding cable(s) controlled the opening/closing of the jaws or the up/down motion of the wrist. Additionally, during a suture, the cable gave way without any particular stress.

Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis and the complaint was confirmed. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing.